Event description:
The patient developed an elevated gradient one day after a double valve replacement. The valve was explanted and replaced with a smaller 19mm sjm masters series valve (model 19aecj-502, s/n (B)(4)).